Manufacturer narrative:
Investigation of this report is ongoing.

Event description:
Edwards lifesciences was informed through the implant patient registry that apparently 8 months after the implant of a 26mm sapien valve a 2nd 26mm sapien valve was implanted in the same position.

Manufacturer narrative:
Per the cath lab report, the patient underwent a successful placement of a 26mm sapien valve via transfemoral approach. Post deployment the tee showed was moderate aortic regurgitation (2+ by the aortic angiogram), and the regurgitation index was 11.7. There were no other noted complications. 8 months later the patient was re-admitted due to episodes of severe shortness of breath. An echocardiogram revealed moderate-severe paravalvular leak and was referred to the cath lab to attempt closure. The intraprocedure tee confirmed a large anterior pvl, ¿which appeared to encompass 1-1/2 of the valve¿. It was decided to post dilate the valve to seal the leak. After performing 2 balloon inflations the images continued to show pvl with a new moderate central leak, likely in the setting of over expansion of the valve. In an attempt to seal the pvl a 10mm muscular vsd occluder was placed. Tee continued to show moderate central leak. Because of this a 2nd 26mm sapien valve was placed via transfemoral approach. Post implant angiographic views showed zero residual central leak and a mild residual pvl. The ascending aortogram showed 2+ aortic regurgitation. The patient was transferred to ccu with no noted complications. Per the sapien valve instructions for use (IFU) and the thv training guide, paravalvular and transvalvular leaks are a known potential complication associated with the tavr procedure. Physicians are extensively trained be edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Despite the multiple attempts made to obtain more information related to this case, only the tavr cath lab reports were provided. In this case, the cause of the reported moderate-severe pvl which required intervention 8 months after valve deployment cannot be confirmed. It is possible that the pvl occurred as a result of a lack of appropriate sealing of the valve to the target site which can occur due to uneven distribution of calcium. According to the information provided, in an attempt to seal the leak the valve was post dilated twice, which resulted in moderate central leak due to the over expansion of the frame. The valve is not available for evaluation, as it remains implanted in the patient; however, there was no allegation of a malfunction of the valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.